Event description:
Boston scientific received information that the patient presented to the emergency room (ER) due to hypotension. A device interrogation noted right ventricular (rv) loss of capture. While in the e.r. The patient began to have unspecified distress. A chest x-ray, scan and echocardiogram were performed and the patient was diagnosed with pericardial effusion with tamponade. This was thought to be due to a cardiac perforation. The patient underwent an emergent pericardial window and the field representative was paged to assess the lead. The device was temporarily programmed with tachycardia therapy off and vvi as it was also noted the right atrial (ra) lead had dislodged. A week later the rv and ra leads were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--